Manufacturer narrative:
Evaluation summary: the complaint device associated with this complaint was not received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number or any identification traceable to the manufacturing documentation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Additional information was requested from the consumer on 06/10/2008, 06/20/2008, and 06/30/2008 (2), and 07/02/2008. Additional information was provided by the consumer on 07/02/2008; however, no product information was provided. Information was requested from the optometrist on 07/03/2008 and 07/07/2008 but not received.

Event description:
A consumer reported that she experienced "burning, itching, red, watery, and extremely painful eyes" and she stated that she had "blurry vision and couldn't see" after inserting her lenses that had soaked in solution from a new sample bottle of product in 2008. The consumer reported that her daughter used the same bottle of product the next day, and she experienced the same symptoms. The consumer indicated that an optometrist examined her daughter and diagnosed "chemical burns". The consumer visited a vision center where she was told her eyes appeared to have "chemical burns" the same as her daughter; however, she did not have an examination. The consumer and her daughter both discontinued lens wear and product use. No treatment was received. The consumer stated their eyes cleared within 48 hours and the events resolved within a week except for some redness although she wasn't sure if their recovery was complete. The consumer expressed concerns that this could cause future vision problems for her daughter who has a stronger prescription and an astigmatism. They both wear acuvue oasys lenses. See MDR #1610287-2008-00020 (daughter).